Event description:
The customer stated that she tested her blood glucose using her contour meter and received readings of 16 and 17 mg/dl. She was not symptomatic for low glucose, but she called paramedics. The customer stated that paramedics retested her glucose within 10 minutes and received a reading of 178 mg/dl using their meter. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.